Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the clinical study patient experienced pain due to the ipg being superficial. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The issue documented within this report was also submitted under MFR. Report #1627487-2018-09742.

Event description:
The issue documented within this report was also submitted under MFR. Report #1627487-2018-09742.